Event description:
Customer reported device = 301 mg/dl. Customer stated feeling dizzy and almost passed out. Paramedics were called. Paramedics device = 36 mg/dl. Customer drank orange juice. Paramedics gave customer a glucose IV. No controls were used. A request was made for return product and replacement product was sent.